Event description:
Pressure wire had a "short condition" pressure wire waveform would intermittently go away, then come back on. Another wire was pulled and worked fine.

Manufacturer narrative:
Upon receipt of the device, visual and performance tests were conducted. Performance testing was conducted and the error could not be replicated. During visual inspection, it was noted the device was received in its original packaging inside the protective coil in damaged condition. The hypotube was kinked at 7.5 cm distal to the connector end of the wire. The sensor housing was inspected and found free of any damage or foreign debris. The radiopaque coil was stretched near the sensor housing. The dome at the distal tip was found missing and corrosion was observed on the screw tip. Due to the missing dome the customer was contacted to investigate if the missing portion was a result of handling or if the dome could have dislodged during the procedure. During further investigation, the customer stated "when we opened the pressure wire and connected it to the smartmap box, it displayed an error. At that point, we decided to try opening a new wire (which did work as intended). The wire in question was never removed from the hoop it is packaged in, and certainly never went in the body." Due to decontamination procedures visual inspection of the device could not conclude if the device was used in a patient. Similar damage may occur during shipping and handling of the device outside the protective coil packaging. This product was returned in a protective coil, pouch, and box, leaving the kink and stretched radiopaque coil damage unexplained. Although the hospital confirmed there was no patient impact due to this incident and the dome is radiopaque and would be visualized if dislodged in a patient, a portion of the device is unaccounted for, therefore, there is a potential for injury should this happen again. This report is being sent as a notification. (B) (4).